Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery after the new generator was connected to the original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The lead was disconnected and then reconnected to the new generator and subsequent device diagnostic testing again yielded the same results. The pulse generator was disconnected from the bipolar lead and testing of the pulse generator was within normal limits, indicating that the new pulse generator was functioning properly. The bipolar lead was then replaced and a new bipolar lead was connected to the new pulse generator. Further follow-up revealed that device diagnostic testing at office visit prior to generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt was scheduled for generator replacement surgery due to the high lead impedance condition. Lead break is suspected. No adverse event was reported in conjunction with the high lead impedance condition.